Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is expected to be revised for a worn poly bearing. The femoral and tibial components are well fixed. Since the primary surgery occurred roughly 20 years ago, additional patient records are not available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 .  No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided and reviewed by a health care professional. Review found slight medial orientation of the left extremity extending superior to inferior without abnormal spacing in the mediolateral compartments origin new varus/valgus. No other abnormality is detected. No signs of loosening, wear, radiolucency, or contributing factors detected. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.